Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient experienced two dislocations, which were treated by closed reduction. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient experienced two dislocations, which were treated by closed reduction. No revision procedure has been reported. Additional information received reported that the first dislocation occurred on (B)(6) 2009 while the patient was dancing. Subsequently, patient underwent a closed reduction. The patient experienced a second dislocation on (B)(6) 2010 due to unknown reasons .subsequently, patient underwent another closed reduction. It is noted that patient is now asymptomatic.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient experienced two dislocations, which were treated by closed reduction. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient experienced two dislocations, which were treated by closed reduction. No revision procedure has been reported. Additional information received reported the first dislocation occurred on (B)(6) 2009 and patient underwent a closed reduction. Subsequently, patient experienced a dislocation in (B)(6) 2010, that required another closed reduction.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05992 / -05993).